Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy subtotal surgical procedure; the customer reported to technical service engineer (tse) that c-34 erbe fault occurred. Before calling the technical support, the customer has powered cycle erbe; however, the issue remained. Tse suggested for the customer to replace 3rd integrated electrosurgical unit (iesu) to continue procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with the third-party generator. No, the procedure was not completed with the same erbe. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to no external issues were found related to the reported event. However, upon powering on the unit, a c-34 error was displayed, confirming the reported problem. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.